Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 800 mg/dl. Customer reported that the insulin pump under delivered insulin. Customer stated that the insulin pump up and down buttons were unresponsive and no significant event leading to keypad anomaly was observed. Customer confirmed that the time was advancing. The customer was treated with sliding scale while in the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with intermittent esc and up button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or very under delivery anomaly due to prime anomaly. Unit received with cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, corroded battery tube and minor scratches on lcd window.